Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n172898007, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results for the pump and catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a motor stall that had not recovered in more than two hours; there was no apparent cause for the motor stall, no MRI (magnetic resonance imaging), and no tube set error was documented. A pump alarm occurred on (B)(6) 2014 due to a motor stall; as of (B)(6) 2014 (at 4:00 pm) it had not recovered. On (B)(6) 2014, a bolus was attempted by the patient¿s neurologist, but the results were not reported. On an unknown date, a pump restart was attempted and the patient was given a baclofen bolus. The pump did restart hours later; also reported as ¿the motor stall recovered on (B)(6) 2014 at 9:00 am.¿ subsequently, pump logs revealed a motor stall when examined on (B)(6) 2014 at 13:41; additionally, the pump status after the update on (B)(6) 2014 at 13:45 revealed a motor stall occurred. It was unclear as to the number of motor stalls and subsequent recoveries that occurred from the documentation provided. Catheter occlusion was suspected, because the patient did not exhibit withdrawal with the prolonged motor stall. On (B)(6) 2014, a catheter dye study was performed, but the results were not reported. The pump and catheter remained implanted and in service. The pump was being used to deliver baclofen (compounded) 2500 mcg/ml at 925 mcg/day, which was also noted in the pump logs as lioresal 2500 mcg/ml at 945 mcg/day. Subsequently, it was reported that the pump never contained lioresal. It was also noted that the patient¿s experienced ¿symptoms¿ which were specified as ¿their legs felt heavy.¿ during pump replacement on (B)(6) 2014, the catheter patency was checked, and catheter occlusion was not confirmed; the catheter appeared to be patent when disconnected from the pump. A new pump was placed, utilizing the old catheter, but a new pump connector was used. Following pump replacement on (B)(6) 2014, the patient¿s ¿symptoms¿ resolved and they were noted have recovered without permanent impairment. It was noted that they planned to fill the new pump with a different concentration of baclofen than the previous pump; the end date for the baclofen (compounded) was (B)(6) 2014. It was later reported that the new pump was instead filled with gablofen. On (B)(6) 2014, it was noted that no other troubleshooting was performed, and the patient was receiving therapy and doing well. As of (B)(6) 2014, the patient was returned to their previous pump settings without complication. The number of reported motor stalls and the state of resolution was unclear; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an audible critical alarm activated on (B)(6) 2014 and was admitted to the hospital on (B)(6) 2014. It was reported that each motor stall and recovery occurred on (B)(6) 2014. There were no obvious signs or symptoms of withdrawal noted; the patient stated that his legs felt tight. The pump logs indicated the pump had been used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found a pump/motor/gear train anomaly/corrosion and or wear and or lubrication issue. The motor stall was confirmed and attributed to the shaft bearing. Analysis of the catheter, model # 8709sc, lot # n172898007, found a tear above the barb of the pin connector. Leaking was seen from this area. An indent was also seen in the cup of the sutureless connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.